Manufacturer narrative:
The co rep was unable to confirm the reported problem. The co rep observed that the error log showed "no trigger" which probably reflected the start of standby event. No cause could be determined as to why the pumping was not resumed upon hitting the 'start' key and 'iab fill' key. Although the customer stated that the 'standby' key was not pressed, it could not be confirmed. The co subject matter expert evaluated the event and the fault logs and concluded the following: the system was really in standby. In order for the iabp unit to pump, there must be a trigger. When trigger is lost, the system does not go to standby, but it stops pumping. When trigger returns, the system will resume pumping again. The fault log confirms that there were trigger issues as a result of which the pump was not pumping. When the iab fill key is pressed, the pump should start filling. In case of pump not filling, the most probable reason was that they key was not held for more than 2 seconds. In addition, the fault log showed a couple of "autofill failure" alarms and changes in trigger. The associated codes for the autofill on the fault log suggest that the balloon was not connected to the system and the changes in trigger indicate that the iabp was running in semi-auto mode. Since the iabp did not malfunction, the iabp was returned to the customer. (B)(4).

Event description:
The customer reported that while the unit was in use on a patient, the unit stopped in standby mode for 40 minutes. A customer's clinical engineer pressed the start key, but pumping did not start. The patient was switched to another unit and therapy was continued. After the unit was replaced the customer turned the unit off and on, but the event was not reproduced. No patient injury was reported.